Event description:
The customer reported the visera elite ii video system center touch screen fails to turn on intermittently. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, an e226 error due to a faulty ap board and no image from the digital visual interface due to a faulty distribution panel board were observed. In addition, rusty cable was noted. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide a correction to b5 based off additional information obtained from the customer. Please see updates to b5.

Event description:
The customer reported the visera elite ii video system center touch screen fails to turn on intermittently. The event did not occur at preparation for use. The event occurred during general / routine inspection. There was no patient involvement, as well as no harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the switch failure was unable to be duplicated. The root cause of the switch failure was unable to be identified. Additionally, it¿s likely the error code (e226) was due to a printed circuit board (ap substrate) failure, and it's likely the image was not outputted from the digital visual interface due to a printed circuit board (dp substrate) failure. The root cause of the printed circuit boards failing were unable to be identified. Furthermore, the following was found during the device evaluation: rust on the internal cable and chassis, corrosion on the rear panel, and scratches on the top cover and front panel. These defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.